Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg and lead sites. Symptoms of impaired healing, burning sensation and purulent discharge at the said sites were noted. It was noted that the infection was most profound at the ipg pocket site as evidenced by puss in all three places. The cause of infection was unknown. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively. The explanted ipg and leads were not returned as it was kept by the medical facility.